Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. The device was received at beginning-of-life voltage level, with normal telemetry communication, normal lead impedance, and normal output. Visual inspection of the device¿s header and connectors did not observe any anomaly that could contribute to the reported event. Electrical and mechanical tests were normal.

Event description:
It was reported that the patient presented for a routine device change out procedure. Following the procedure, it was noted that the implantable cardioverter defibrillator (ICD) exhibited high pacing impedance. The ICD was explanted and replaced. The patient was in stable condition.